Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, by replacing the main electronic from a working unit and installing it, the client confirmed that the issue is related to the main electronic; the device performed as expected. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarms for technical failure 401-inspiration device leaky. The unit fails circuit test. The blower is broken. The unit is not ventilating. Furthermore, there was no patient associated from the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Sw updated from 1400 to 1900 on 28.07.21; unit triggers alarms 401 and 316 and nt error #4 at the same time; customer verified issue relates to the main electronic by replacing the main electronic from a working unit and installing it here; unit worked as intended; initiate warranty replacement of the main electronics vyaire medical findings indicated that the exact root cause is most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.